Event description:
Pt reported to emergency room with a perm cath sheared in half approx 1 cm above the catheter port divisions. Pt had the perm cath in place since (B)(6) 2012, and had no issues prior to this time.